Manufacturer narrative:
The following items were provided by the customer for complaint investigation: two used list #mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot #14149835. One used partial list #mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot #14149835. One new list #mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot #14149835. Two pictures of the samples packed in a bag for delivery. The pictures were reviewed. One of the smallbore pressure infusion ext sets can be seen to have its microclave removed from the female luer. No damage can be clearly discerned. Two microclaves are also pictured as loose in the bag. One of the used sets had its microclave removed. A crack was observed on the knit line of the female luer of that set. One extra clave was received. No other defects or anomalies were observed. The two used sets were tested as per specification and leaking from the crack on the female luer of the damaged set was confirmed. No other sets were observed to leak. The complaint of leaking can be confirmed, but only on the set with the cracked female luer. The probable cause of the crack is due to a material issue on a vendor supplied part. There is a CAPA that is related to this complaint issue. The lot history of the returned samples was reviewed. No nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in e3 and e4.

Manufacturer narrative:
E1: additional phone number: (B)(6). The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing that experienced leakage. The reporter stated that they encountered another device that leaked at the clave out of the package (mc33038). They switched for another clave, but it still leaked. Both claves were secured tightly on this clean, dry extension loop. There is no crack in any of the devices that they can see. The event date was unknown. Sample photos were provided that showed the involved products inside the packaging with the product's information. The event date was on 11-jan-2025 during priming after opening the package. There was patient involvement, no adverse event and no delay in therapy.